Event description:
The patient's mother reported the patient's blood glucose levels rose above 250 mg/dl while wearing the pod for between 25 and 36 hours. The patient's mother was unable to stabilize him and drove him to the emergency room where the patient was hospitalized. The incident occurred a month ago and the mother does not recall any further information regarding the incident or treatment provided.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.